Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported fullness and abdominal bloating after use of the homechoice system for automated peritoneal dialysis (apd) therapy. The hp reportedly encountered check patient line and slow flow alarms during apd therapy, which the hp's mother determined were due to the hp laying on the patient line of the homechoice set. The hp's mother had the hp reposition, which unkinked the line and cleared the alarms from the system. The apd therapy continued to completion without further alarms and the hp disconnected at around 9am. The hp did not feel any fullness at that time. At around 12:00 pm, the hp felt fullness and abdominal bloating. The hp wanted to manually drain; however, no continuous ambulatory peritoneal dialysis (capd) supplies were available. The tsr verbally assisted the caller to setup the homechoice system and a manual drain was performed with the cycler. The hp manually drained 805mls, which was 605mls greater than the last fill volume received of 200mls. The tsr assisted the hp to end the homechoice therapy then setup the system in anticipation of apd therapy later that night. The hp's cycler was subsequently replaced. There was no patient injury or medical intervention.

Manufacturer narrative:
Customer sample anticipated; however, it has not yet been received.